Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that at times the touch screen does not respond in some places. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
The v680 is an exported device and not available for commercial distribution in the united states. Emdr 2031642-2017-03838 was transmitted in error.